Event description:
It was reported that there was an error with the continuous glucose monitor (cgm), indicated as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, and after completing the reset, the error did not occur again. The customer successfully started their sensor session.